Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was not reported. Unspecified antibiotics was recommended seven days later and the patient was hospitalized four days after starting treatment . At the time of this report, the patient was still hospitalized and outcome of the event was not reported. Pd therapy were was ongoing. No additional information is available.